Manufacturer narrative:
Exact date unknown, event occurred in 2017. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 17449670/17432789.

Event description:
It was reported that the patient had a brain infections. It was also stated that the ipg leaked. The patient underwent an explant procedure. All device components were explanted and were not returned. No further information could obtained despite good faith efforts.